Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, the patient's right ventricular lead was capped and replaced due to low rv sensing. Patient tolerated the procedure well.